Event description:
It was reported that after uneventful device preparation per instructions for use the mini trek dilatation catheter was inserted on the guide wire without resistance. The device had not yet entered the introducer sheath. When the technician grabbed the hub to support the delivery catheter for advancement over the wire, the hub separated from the shaft. Reportedly there was no force used or resistance met. The device was removed from the guide wire and there was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned mini trek dilatation catheter noted contrast visible on the hub consistent with handling. The balloon was tightly folded. The hypotube was separated at the distal end of the hub, confirming the reported separation. The faces were oval shaped as if kinked prior to separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. It is likely that the hub was inadvertently handled, resulting in the hypotube separating at the end of the hub, as there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. A review of the lot history record for the reported lot revealed no nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no other incidents. There is no indication of a product quality deficiency. All dilatation catheters are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.